Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that part that locks cartridge in was cracked and probably fell off. The customer's blood glucose was unknown. The customer stated that the reservoir lock was chipping away. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Pump received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.